Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch and no issues were observed. An attempt was made to scan sensor with evm (evaluation module) but sensor did not scan. The evm was reset and the sensor was scanned again, however, sensor did not scan. An attempt was made to extract the data, however, data extraction was not successful. The returned sensor was de-cased and visual inspection has been performed on pcba (printed circuit board assembly) and no issue were observed. The returned battery voltage was measured to be outside specification range. The battery was unsoldered from the pcba. An attempt was made to scan sensor with evm but sensor did not scan. An extended visual inspection was also performed on the returned de-cased sensor and did not observe any evidence of misuse. No contamination, damage, or solder issues were observed on the returned pcba. The returned battery voltage was measured and was not within the specification range. Attempted to re-program returned sensor to perform current consumption test, observed device event log full message followed by nfc (near field communication) command error, event log full message will prevent the sensor from being re-programmed. A full event log would prevent from monitoring the sensor's current consumption when in on and off states. Unable to continue investigation as sensor is no longer in a condition to perform functionality testing. Therefore, the issue is unable to test. Section h6 (investigation findings) code c20 (no findings available) and d15 cause not established was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. As a result, the customer experienced "feeling slightly dazed and a little foggy" with fatigue and "unable to swallow". Customer was unable to self-treat, requiring (unspecified) third-party treatment. There was no report of death or permanent impairment associated with this event.

Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. As a result, the customer experienced "feeling slightly dazed and a little foggy" with fatigue and "unable to swallow". Customer was unable to self-treat, requiring (unspecified) third-party treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (DHR¿s) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.